Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The customer found the wash probe tip blocking the drain hole, causing the wash not to drain. Fse had the customer remove the tip and the reported error cleared. The aia-900 instrument is operating as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-jan-2017 through 05-feb-2018. There was one (1) similar complaint identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 2231 is bf (bound free) overflow sensor 1 failure. This message is generated when the overflow sensor 1 s132 is detecting liquid constantly. The customer is to contact the tosoh local representatives and check s132 sensor. The most probable cause of the reported issue was due to the wash probe tip blocking the drain hole causing the wash not to drain.

Event description:
On (B)(6) 2018, a customer reported getting error 2231 is bf (bound free) overflow sensor 1 failure on the aia-900 instrument. Customer noted there is liquid buildup under the wash probes. Customer is unable to run cardiac troponin I (ctnl 2) patient samples. On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.